Event description:
It was reported the epiq elite ultrasound system¿s power cable pin was burnt. This issue was found outside of clinical use and there was no patient or user harm. The customer shut off the system. The service engineer confirmed the reported problem and replaced the power module and the power cable to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.